Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6 component code: g01003. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and inhouse testing of retained kits with the complaint lot number. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 20451be00 and the complaint issue. Labeling review concludes that the issue is adequately addressed. A retained reagent kit of the complaint lot was tested in a sensitivity setup. All specifications were met, and no false reactive results were obtained, indicating that the sensitivity performance is acceptable. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent, lot number 20451be00 was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No this report is being filed on an international product, list number 07p60-32 that has a similar product distributed in the us, list number 07p60-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) alinity I syphilis results on one patient when compared to another method. On (B)(6) 2021, sid (B)(6) generated an initial alinity I syphilis result of (B)(6), the sample was repeated on (B)(6) 2021 and the result was (B)(6). Western blot (treponema palidium igm) result was (B)(6). No impact to patient management was reported.